Manufacturer narrative:
Final analysis found titanium within setscrew port of the pulse generator. This prevented the setscrew from rotating and from making proper contact with the lead, resulting in the reported electrical issues.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during system implant, a lead could not be removed from the right ventricular header port of the pulse generator. The lead and device were removed from the pocket and replacements were successfully implanted.